Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Please note: the medwatch received for this specific event indicates that the secondary medication may have rapidly infused or free flowed. Based on the known issue of pump set backflow impacting bbmi infusion lines ((B)(6) - 5/23/24-002-c, res# (B)(4)), it is likely an occurrence of backflow from the secondary medication bag to the primary bag was actually misinterpreted as free flow. However, additional information has not been received for this event at this time; and therefore, a medical device report for product problem is being submitted for free flow out of an abundance of caution. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(6) of the FDA esg help desk.

Event description:
As reported, hospital is seeing device issues when using either the b. Braun infusomat space pump IV set (ref: (B)(4)) or the b. Braun secondary IV set (ref: (B)(4)). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this event: 2g/50ml bag magnesium sulfate was being prepared and set up in IV pump. Primary rn noticed the rate at which the magnesium was dripping in chamber was at a very rapid rate, despite being programmed appropriately in braun IV pump. Pump was set up to run at 100ml/hr. Primary rn changed the pump and the issue did not resolve. Rn then changed the secondary tubing and magnesium bag and issue still did not resolve. Rn also set up basic infusion rate to drip at a very slow rate to evaluate if drip rate would change. Was set up 10ml/hr for 100ml bag in pump and drip was still the same rapid rate. Braun lots being use were ref: (B)(4), lot #: 0061929393 dated 01/31/2029. Secondary IV tubing was changed to a different lot # and the issue resolved and drip rate in chamber was at appropriate rate as programmed in pump. This lead to a delay in treatment for the patient.